Event description:
Generator replacement surgery occurred (B)(6) 2018. The explanted device was reported to have been discarded.

Event description:
It was reported by a vns patient that he got a new device and whenever he moves his arm his device moves around. He stated that this has never occurred with any of his previous devices and that he is in discomfort because of the movement of the device. The patient stated there were no traumatic injuries that could have resulted in the generator becoming loose and moving around. It was later reported that the patient was experiencing discomfort with the device and the patient feels the generator is too big. The patient was referred for surgery to receive a smaller device. Additional relevant information has not been received to-date. No known surgery has occurred to-date.